Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1608062 implantable port was allegedly unable to aspirate. This information was received from various sources. Of the two alleged malfunctions, both involved patients with no consequences. The age, weight and gender of the patients were not provided.

Manufacturer narrative:
H10: as the lot number for the devices were provided, lot history reviews were performed. The sample was not returned for one of the malfunction and is inconclusive; however, for the other malfunction, the sample was returned to the manufacturer for inspection/evaluation and the investigation is also inconclusive for unable to aspirate. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the devices were provided, a device history review was performed. The sample was not returned for one of the malfunction and is inconclusive; however, for the other malfunction, the sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1608062 implantable port was allegedly unable to aspirate. This information was received from various sources. Of the two alleged malfunctions, both involved patients with no consequences. The age, weight and gender of the patients were not provided.